Manufacturer narrative:
(B)(4). Date sent: 6/12/2026. B3: unknown; captured as awareness date. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: could you please provide the lot/batch number? Unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown laparoscopic surgery, an unknown error occurred, so when the device was pulled out of the patient's body and the blade was touched, it was broken. The broken blade was lost when it was handed over to the distribution agency, but the customer who used it said, "there was no possibility of it remaining in the body." The surgery was completed with a replacement device. Gen11 was used. There were no adverse consequences to the patient. No further information is available.